Event description:
It was reported via repair work order that the power cord caught fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the power cord caught fire. Follow-up submitted with investigation evaluation which determined the inlet filter had been pulled from the bed, but the wires were still connected. When the technician returned to complete the repair, the bed could not be located.

Event description:
It was reported via repair work order that the power cord caught fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.